Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 224 mg/dl. The customer was asked if he recalls any significant events leading to the alarm. The customer said that he dropped the insulin pump in the sink and exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. No moisture damage was noted on the electronic and or motor assemblies per visual inspection. The insulin pump did have cracked case at display window corners and minor scratches on the lcd window.